Event description:
This procedure was performed in the brachial vein: the sailor balloon was inflated to 20atms and the lesion would not yield. During the ballooning of a vena stenosis in the brachial vein, the balloon ruptured circumferentially. The physician tried to remove the ruptured balloon from the artery, and the balloon broke in half. Only half the balloon was removed, and additionally, the balloon catheter was broken and still on the wire. The other half of the balloon was lost in the patient. Dr. Performed a cut down procedure and removed the embolized piece of balloon and subsequently repaired the vein due to the damage the rupture caused.